Manufacturer narrative:
Citation: leshem-rubinow e. Outcomes of transfemoral transcatheter aortic valve implantation in patients with previous coronary bypass. Am j cardiol. 2015 aug 1;116(3):431-5. Doi: 10.1016/j.amjcard.2015.04.055. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature regarding outcomes of transfemoral transcatheter aortic valve implantation in patients with previous coronary bypass. All data were collected from a single center between 2009 and 2014. The study population included 503 patients (predominantly female; mean age 83 years), an unspecified number of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients 30-day, 6-month, 1-year mortality occurred due to unspecified causes. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: myocardial infarction, tamponade, cardiogenic shock, cerebral vascular accident (cva), p ermanent pacemaker implant, major bleeding and vascular complications. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.